Event description:
A physician reported that a pt, who was using novofine 30g needles, experienced that a needle broke off in their leg. The pt was seen by the physician and the physician decided that the needle should not be removed as the needle is of no danger to the pt. It was stated that the needle had been re-used 6 times. The pt has been instructed to only use the needles once.